Manufacturer narrative:
B3: date of event is unknown. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed occlusion test at 11.78psi. No patient involvement and no patient harm.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. The root cause was due to the worn downstream occlusion nub. No parts were replaced due to non-original equipment manufactured parts in the pump. The service history review had no indication that the complaint was related to a service of the device within the review period.